Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) additional failure analysis found the insertion shroud covers to be damaged, and the distal cover to be cracked. As a fix, they both will be replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side manipulator (psm) 2 due to error 307. The system was tested and verified as ready for use. The psm was returned and analyzed, and the reported repeated errors were confirmed and replicated. The 307 not responding error node was confirmed in the log. Hall errors 25800, 25801, and 25803 were also seen in the logs. The psm was installed onto a test system and started up in normal mode without triggering any faults or errors. The unit was tested for engagement, driven, and idled for about four hours but the unit had functioned as expected. The psm was then installed onto the patient side cart fixture test platform (pftp) where it failed to initialize the psm. The psm was disassembled for further inspection and using a multimeter, the axis 1/degree of freedom (dof 2) hall sensor was found shorting to the chassis. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report a recoverable fault occurred on patient side manipulator (psm) 2, and the psm was off. The customer reported that they did not disable the psm after the 307 error occurred. The tse advised the customer that they could restart the system. The surgeon stated that he would, but not at this time. The tse found the 307 error on psm 2, and the customer had disabled the psm. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the issue was identified during the procedure. The system functionality was checked upon powering on the system and the system initially powered on without errors. The customer continued completed the procedure with three arms.